Manufacturer narrative:
The subject product in question was not returned for evaluation. A same lot unopened sample was returned by the user. A simulated use testing of the same lot sample finds the device deployed all thirty fasteners and functioned as intended. The device performed to specification. Based on DHR review and same lot sample evaluation there is no indication of a manufacturing issue. Root cause of the reported event is most likely related to a use error with the optifix at fixation device. It is possible that adequate cupping, deployment angle, and/or counter pressure was not provided by the user during use of the device. However, a definitive root cause as to why the user experienced deployment issues cannot be determined as the original subject product in question was not returned for evaluation. The instructions-for-use for the optifix at fixation device prescribes the proper method for use of this device for proper fastener delivery and includes: "place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure. Adjust counterpressure for straight and articulated mode appropriately axial to the articulating tip. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head and stem of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." This emdr represents one of the optifix at devices used. An additional emdr was submitted to represent the other optifix at device. Sample discarded.

Event description:
On (B)(6) 2020, the surgeon performing a laparoscopic inguinal hernia repair with a light styled mesh noted that both tacks stood proud, broke and misfired when an optifix at fixation device was used. The surgeon tried a second tacker from the same case/lot, which also did not perform. All but one tack (that successfully penetrated the mesh at tissue) were removed from the patient. The case was successfully completed with a non-bard/davol fixation device. There was no reported patient injury.